Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the time and date changes at random and that it would not hold on the pump. The reporter stated that the issue has been occurring for 6 months. This complaint is being reported due to the allegation of the time and date changing while the pump is in use without user intervention.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours with no issues noted; the allegation of the time/date resetting at random was not duplicated during investigation. A review of the black box indicated that the time and date had reset with rebooting. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.